Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that on the same day as onset, the patient was hospitalized for the event. The patient was treated with unknown intraperitoneal (ip) antibiotics for the peritonitis event. Dianeal therapy was ongoing. At the time of this report the patient is still receiving the unknown ip antibiotics once weekly and is recovering from this peritonitis event. The patient provided all known and available information.